Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged unintentional function of the head up feature. No injury reported.